Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse). The rse accessed philips remote services (prs) to reach the primary server. The network and overall health seemed to be functional. It was determined that there was a multicast failure with care integration (ci) master, so the ci master was located and rebooted to fix the issue. Based on the results of the analysis, the cause of the reported problem is unknown. As the reboot resolved the issue, the cause was unable to be traced to one thing and is unknown. The device was operational after performing the reboot.

Event description:
Philips received a complaint on the patient information center ix indicating that system pic stations lost patients vital coming across. The device was in use on a patient at the time of the event. There was no adverse event reported.